Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clamp or pin is broken.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in (B)(6) 2018. The returned instrument was evaluated and found that the tube assembly is bent/damaged at the jaw end and the jaw pivot pin is pushed thru on one side of the outer tube assembly and the jaws are loose and misaligned thus we are able to validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line. We are unable to determine how the tube assembly became bent/damaged at the jaw end and the jaw pivot pin was pushed thru on one side of the outer tube assembly and the jaws are loose and misaligned but mishandling of this device at the end users facility is suspected.

Event description:
It was reported that the clamp or pin is broken.